Manufacturer narrative:
B3. Date of event was selected based on publish date of the article. Zhott y, luo q, wang r, zheng d, xiong y, zuo j, wang s and zhong l (2025) lntegrated management strategies for benign prostatic hyperplasia. Front. Uro. 5:164117 doi: 10.3389/fruro.2025.1641171. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in frontiers in urology that a narrative review was conducted to describe integrated management strategies for benign prostatic hyperplasia (bph) and associated lower urinary tract symptoms (luts), covering pathophysiology, medical therapies (blockers, 5-reductase inhibitors, pde5 inhibitors), minimally invasive surgical therapies (mists) such as convective water vapor thermal therapy (rezum system), the prostatic urethral lift (urolift), aquablation, and prostatic artery embolization (pae), as well as prostatic stents and standard surgical procedures including transurethral resection of the prostate (turp) and holmium enucleation of the prostate (holep). For rezum water-vapor therapy, the authors reported that most patients require a foley catheter for 2-7 days, and that mild discomfort, urinary urgency and hematuria are common in the first week after the procedure, with urinary symptoms sometimes temporarily worsening but generally improving within 2-6 weeks under conservative management; the technique is described as preserving sexual function and carrying a lower risk of incontinence and retrograde ejaculation than turp.

Event description:
It was reported to boston scientific via an article published in frontiers in urology that a narrative review was conducted to describe integrated management strategies for benign prostatic hyperplasia (bph) and associated lower urinary tract symptoms (luts), covering pathophysiology, medical therapies (blockers, 5-reductase inhibitors, pde5 inhibitors), minimally invasive surgical therapies (mists) such as convective water vapor thermal therapy (rezum system), the prostatic urethral lift (urolift), aquablation, and prostatic artery embolization (pae), as well as prostatic stents and standard surgical procedures including transurethral resection of the prostate (turp) and holmium enucleation of the prostate (holep). For rezum water-vapor therapy, the authors reported that most patients require a foley catheter for 2-7 days, and that mild discomfort, urinary urgency and hematuria are common in the first week after the procedure, with urinary symptoms sometimes temporarily worsening but generally improving within 2-6 weeks under conservative management; the technique is described as preserving sexual function and carrying a lower risk of incontinence and retrograde ejaculation than turp.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this device type as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field h6. Impact codes. B3. Date of event was selected based on publish date of the article. Zhott y, luo q, wang r, zheng d,xiong y, zuo j, wang s and zhong l (2025) lntegrated management strategies for benign prostatic hyperplasia. Front. Uro. 5:164117 doi: 10.3389/fruro.2025.1641171. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.